Manufacturer narrative:
Correction to the initial MDR in field. (B)(4). Additional suspect medical device components involved in the event: model #: sc-2352-50, (B)(4), description: linear 3-4 lead, 50cm additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. During the revision, the pain at the midline was not addressed. The patient was reportedly doing well post operatively. It was reported that the patient no longer has midline pain and no further action is necessary. The explanted device was not returned to bsn.

Event description:
A report was received that the patient had frequent ipg charging and the battery was no longer holding a charge. It was also reported that the patient had pain at midline. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient had frequent ipg charging and the battery was no longer holding a charge. It was also reported that the patient had pain at midline. The patient will undergo an ipg replacement procedure.